Event description:
It was reported that the intraocular lens (iol) was explanted from the right eye. Another johnson & johnson iol was implanted as replacement (same model, different diopter of +22.5).there was no patient injury and no additional medical or surgical interventions were required. The iol was discarded. No further information was provided.

Manufacturer narrative:
Patient information: unknown; requested but not provided. Date of event: unknown, requested but not provided. The best estimate date is between (B)(6) 2021 and (B)(6) 2021. The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.